Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg had reached end of life (eol). It was noted that patient utilized programs with high settings/parameters and ran tonic stimulation 24/7. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.